Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After the physician deployed a 2.5 x 38 promus element plus stent in the distal lad, a 3.50x28mm promus element plus stent was advanced from the proximal end of lad to mid lad but was unable to cross the lesion. The stent was removed from the patient and the distal edge of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
A visual and microscopic examination found that the tip was slightly flared. The stent was damaged at the distal end. Struts on the most distal row were raised. The hypotube was kinked at various locations along its length. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. No other issues were noted with this deice during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After the physician deployed a 2.5 x 38 promus element plus stent in the distal lad, a 3.50x28mm promus element plus stent was advanced from the proximal end of lad to mid lad but was unable to cross the lesion. The stent was removed from the patient and the distal edge of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).